Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to further identify the foreign material, other than that the material did not originate from an olympus scope. The nozzle was not reported as deformed or broken, and there was no report from the user that their reprocessing steps deviated from instructions for use (IFU). Therefore, a further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was sent to an olympus service center for service with no complaint from the customer, and no report of patient or user injury. During inspection and testing, service found a plastic strand material (foreign material) stuck in the air/water nozzle. This report is being submitted for the foreign material found during the device evaluation.

Manufacturer narrative:
Upon further evaluation, the water channel, air channel, water flow and water removal were out of specification due to the clogging of the air/water nozzle. In addition, the device failed the electrical safety test. The light guide cover lenses were chipped, and the adhesive around the lenses was worn. The adhesive around the objective cover lens was worn. The adhesive at the distal end was worn. The down/right bending angle was out of specification. The insertion tube had minor scratches. The air/water housing ring and switches demonstrated wear. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.